Event description:
It was reported that a device was used during an ileo colostomy without incident. Leak test performed was negative and staple formation adequate. First day post-op leakage noticed on x-ray. Reoperation to hand suture anastamosis and conservative treatment to follow.